Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that the catheter was used off-label to ablate the left atrium (la) floor and the patient experienced asystole and atrial flutter. During a pulse field ablation (pfa) procedure to treat persistent atrial fibrillation a farawave catheter was used. Ablations to the floor of the la were performed, which constituted off-label use of the device. It was noted that contact with the floor was not great. During each ablation at the la floor (four pulses in total) the patient went into asystole for a few seconds before recovering to atrial flutter. No medical intervention was needed for these transient bouts of asystole. The procedure was completed successfully. The device is not expected to be returned for analysis due to disposal.